Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports using u/s to put in a 4-lumen cvl to the r ij. The patient had no neck (fat and intubated). Cut over the needle at the insertion site. Went to dilate after needle out and realized I had a little skin flap from part of the upper neck before insertion site, so I cut that skin flap (2mm) with a blade next to the guide wire. I then dilated at the insertion site and threaded the central line. When I went to pull the guide wire out from the brown port, I met some resistance, but then was able to start taking it out. Then it started to unravel. Finally pulled it all out and had to cut the catheter on the brown port, so I needed to change the central line. I tried to thread a new guide wire from the 3-lumen cvl kit, but couldn't get it to pass beyond the tip of the catheter (distal end in the pt). I then pulled out the whole central line and at the tip of the line came another 6cm of intact guide wire that must have broken off the initial guide wire. Came out with the cvl instead of migrating into the heart. Therapy was delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). Lot# unknown - potential lot#: 13f17c0020.

Event description:
Customer reports using u/s to put in a 4-lumen cvl to the r ij. The patient had no neck (fat and intubated). Cut over the needle at the insertion site. Went to dilate after needle out and realized I had a little skin flap from part of the upper neck before insertion site, so I cut that skin flap (2mm) with a blade next to the guide wire. I then dilated at the insertion site and threaded the central line. When I went to pull the guide wire out from the brown port, I met some resistance, but then was able to start taking it out. Then it started to unravel. Finally pulled it all out and had to cut the catheter on the brown port, so I needed to change the central line. I tried to thread a new guide wire from the 3-lumen cvl kit, but couldn't get it to pass beyond the tip of the catheter (distal end in the pt). I then pulled out the whole central line and at the tip of the line came another 6cm of intact guide wire that must have broken off the initial guide wire. Came out with the cvl instead of migrating into the heart. Therapy was delayed/interrupted.